Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving compounded baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2020, it was reported that the patient's pump was sounding a critical alarm. The patient's pump elective replacement indicator was at 6 months. The patient was sent to their managing healthcare provider's (hcp) office where the pump was interrogated and several motor stalls were noted in the logs. A motor stall with no recovery to date was active at the time of the interrogation. The patient's pump was scheduled for replacement. The issue was not considered resolved at the time of the event. No symptoms were reported. The patient's status at the time of the event was listed as "alive- no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the device was replaced on (B)(6) 2020 and would not be returned for analysis. No further complications have been reported.